Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a starr procedure, the customer reported that the device cut only a part of the tissue and didn't apply the staple line. The problem provoked serious bleeding, so the surgeon had to apply sutures. The time of the operation was prolonged by four hours because the hemostasis was highly complicated. The patient's conditions were made worse, and a blood transfusion and antibiotic therapy were necessary. The patient experienced pain and tenesmus after the procedure. Additional information has been requested.

Manufacturer narrative:
Breakaway washer cut off center. The analysis results found that the device arrived in good visual condition; the breakaway washer was present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer.this situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted to ensure that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. The device was reloaded with staples, a new washer was placed and the device was tested for functionality, it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
Three attempts to obtain additional information were completed on 1/12/2010, 1/19/2010 and 1/27/2010 and no response has been received.